Manufacturer narrative:
The meter was returned and investigated with retained test strips. The meter powered on with button press and insertion of calibration bar and test strips.did not observe a power issue with strip port. The complaint is not confirmed.

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. Customer further reported that on (B)(6) 2014, per her nurse's request, she attempted to test her ketones and was unsuccessful. Customer experienced symptoms described as pain, nausea, and vomiting. Paramedics were called and, upon their arrival, a reading of 600 mg/dl was reportedly obtained on their meter. Customer was reportedly diagnosed with hyperglycemia and treated with humalog insulin and nph insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (75001c20) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.